Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-mar-2010, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a social media team and a manufacturing representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was going to be having surgery early next week and wanted to speak with a manufacture representative. It was noted the patient's pain had not been well controlled recently, so they decided to aspirate the catheter. The healthcare provider was unable to aspirate the catheter in the office without fluoroscopy so the patient was scheduled for a dye study and possible revision. There was an insidious onset of poorly controlled pain. There was no specific event or incident that could be identified. The dye study was done in the hospital, and it as determined that the catheter was not flowing. The decision was made to replace the catheter. The issue resolved and the patient's pain level is beginning to improve. The patient's weight was (B)(6).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the catheter was seen to be fractured upon removal at the distal tip of the anchor. The distal segment, past the fracture, was left in the spine. The pump segment was discarded.